Event description:
It was reported that the patient has highly sensitive skin and the electrodes were causing irritation. The patient stated that the 72r electrodes caused irritation and made the skin red and itchy. The patient wore the electrodes for 1 day without the covers. The patient used benadryl cream on the area. The patient stated that she advised the sales representative that she had a high sensitivity to adhesives while the doctor was present. The 63b electrodes were sent to the patient. The patient later reported that the doctor recommended she use an over-the-counter benadryl cream on the irritated area. The further consequences have been reported at this time. No additional patient consequences have been reported. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record related to the reported event was not reviewed as the lot number or serial number were unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, d4: serial number, d4: expiration date, g4: PMA number, h4: device manufacture date, h5: labeled for single use. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient has highly sensitive skin and the electrodes were causing irritation. The patient stated that the 72r electrodes caused irritation and made the skin red and itchy. The patient wore the electrodes for 1 day without the covers. The patient used benadryl cream on the area. The patient stated that she advised the sales representative that she had a high sensitivity to adhesives while the doctor was present. The 63b electrodes were sent to the patient. The patient later reported that the doctor recommended she use an over-the-counter benadryl cream on the irritated area. The further consequences have been reported at this time. No additional patient consequences have been reported. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient has highly sensitive skin and the electrodes were causing irritation. The patient stated that the 72r electrodes caused irritation and made the skin red and itchy. The patient wore the electrodes for 1 day without the covers. The patient used benadryl cream on the area. The patient stated that she advised the sales representative that she had a high sensitivity to adhesives while the doctor was present. The 63b electrodes were sent to the patient. The patient later reported that the doctor recommended she use an over-the-counter benadryl cream on the irritated area. The further consequences have been reported at this time.